Event description:
It was reported that the pump battery depleted too quickly. There was no adverse impact to the customer¿s blood glucose level. The pump was replaced due to housing damage and button difficulties, with approval given for a new pump instead of a refurbished one. No further action was needed regarding the battery issue.